Event description:
Procedure: vats segmental pneumonectomy. Patient sex: unk. According to the reporter: during the 2nd firing, the green part of cartridge disengaged, and fell into pt's cavity. The surgeon almost retrieved it, but partly stapled and couldn't remove. At the same time, the surgeon found out that the tissue was cancerous. So the surgeon then converted the procedure to a total lobectomy, and as a result it was removed. It was also reported that three stapler anvils were bent, and when the staplers was fired, a cracking sound was heard. Most of staples were malformed. Procedure was completed with these devices. There was no bleeding and not pt injury reported.